Manufacturer narrative:
Correction to include all failure analysis results. Annex b13 added to indicate that all troubleshooting was performed with technical support engineer (tse). Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the ¿32056¿ error was found indicating ¿axes controller arm (aca) failed to initialize i2c device¿ on the 0x1 axis confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing off the 0x1 axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was further inspected and was verified to be the source of the fault. The complaint regarding repeated recoverable errors was confirmed by failure analysis. The probable root cause is attributed to an i2c communication error pertaining to the yaw searchlight sensor assembly of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on the 0x1 axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was further inspected and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to the yaw searchlight sensor assembly. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that universal surgical manipulator (usm) 1 was giving a recoverable fault 32056. The tse observed error 32056 in the logs on usm1 and guided the user through an emergency power off (epo) of the patient side cart (psc), which did not resolve the issue. The tse then instructed the user to disable usm1, allowing the system to complete power on self test (post) as a three-arm system. The user was uncertain whether the surgeon would proceed with three arms or swap the psc and requested an eta for repair from the field service engineer.